Event description:
Additional information received indicated no infection and getting good relief.

Event description:
It was reported the patient was admitted to the hospital and suspected possible infection, wounds look good, but the bloodwork shows increased infection markers and patient treated with IV antibiotics. Next course of action is undetermined at this time.

Manufacturer narrative:
B3: date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.